Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display and reservoir windows, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and cracked reservoir tube window corners.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated that the screen is cracked as well as the bottom of the pump. Customer's blood glucose reading was 500 mg/dl. It was reported that customer was unable to rewind the insulin pump. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.